Manufacturer narrative:
Unit passed the self-test. No audio anomaly noted during testing. Unit successfully downloaded to thump and carelink. No pump errors listed in the pump downloaded history. No pump error 63 alarms noted in pump history download. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch and scratched case. The sc1 cap/reservoir does lock properly. Pump passed required testing, and no audio/vibrate anomaly noted during analysis. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test. No audio anomaly noted during testing. Unit successfully downloaded to thump and carelink. No pump errors listed in the pump downloaded history. No pump error 63 alarms noted in pump history download. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch and scratched case. The sc1 cap/reservoir does lock properly. Pump passed required testing, and no audio/vibrate anomaly noted during analysis. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between the sensor glucose and blood glucose values. The customer received a change sensor and a calibration not accepted alert. The customer received a beeping alert on the pump. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-1884. Troubleshooting was performed for difference between glucose values and the sensor glucose was 50 mg/dl, and the blood glucose value was 100 mg/dl, the difference was within the acceptable range. The insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for the vibrate anomaly, and customer confirmed that the audio option was enabled. Conducted an audio test, and the pump did not pass. No harm requiring medical intervention was reported. Mmt-7040a was requested, and the customer's response was that the device would be returned. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.